Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and the attached waste bag. Although it was reported that the device never entered the patient¿s body or was used in the procedure, the presence of blood inside the device and attached waste bag is indicative of handling beyond simply unpackaging the device, as was reported. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range, without any issues or alarms/errors; however, there was a leak in the shaft. The shaft was inspected and it was revealed that there were two holes in the pebax shaft, 61cm and 61.5cm distal of the strain relief. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and holes were attributable to handling of the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on the product analysis completed on april 17, 2018. It was reported the device was bent and would not prime. During unpacking of a spiroflex® angiojet® thrombectomy set, the catheter was found bent. The catheter was also unable to prime. The device never entered the patient and was exchanged for another device. No patient complications were reported. However, the returned product analysis revealed two holes in the pebax shaft.